Event description:
The advocate stated her daughter was showing signs of hypoglycemia, ran a blood test and received a reading of 120mg/dl on the contour next link meter. She was retested on a different meter and the reading was 72mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant there was no evidence of an adverse event. The customer returned the test strips for evaluation. Replacement test strips and meter were sent to the customer.